Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noticed that the connector ring became stretched out and inner conductive wire was partially exposed. The exposed wire was cut, and the lv lead remained implanted per physician's decision. No electrical anomalies were observed. The procedure was completed without further issue. There were no patient consequences.